Event description:
: It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction injection via multiple daily injections. The customer continued to use the pump for insulin therapy.